Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4). Initial notes: cust stated that his daughter received an a33 alarm. Inquired what led up to the complaint. Customer response: cust stated that they were changing her insulin. Prime rewind t/s per dop114-950. Customer states they are receiving an a33 alarm. Adv customer to disconnect from the pump. Adv customer to treat as per hcp instructions. Customer response: yes. Inquired if pump was dropped or bumped prior to the a33 alarm occurring. Customer states: no. Adv customer to remain disconnected from the pump. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap is protruded. Asked if the customer recalls pressing the cap while connected. Found: no. Adv customer to discontinue use of the pump. Adv customer to revert to back up plan per hcp instructions. Explained possible cause of the a33 alarm: during seating the force sensor did not detect the reservoir. Adv customer the pump will need to be replaced. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: cust will receive a rpl pump. Ship: 1 pump / return: 1 pump reason for return: cust stated that his daughter experienced an a33 alarm. Additional notes: I could not submit the rx form because the cust did not have the doctor's telephone number or name. The cust was asked to call back as soon as possible with this information. I confirmed the customer's email address. Her current (B)(6). The cust stated that he would like the pump shipped to (B)(6). The cust declined my offer to ts for the high bg value.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.